Event description:
Med tech called to report, as the bag was being thawed it was noted that the hematopoietic progenitor cells product was leaking into the sterile bag. The container was examined and it was noted that there was a tear underneath the label. There was no pt injury or medical intervention reported. Sample is available for evaluation. No further information is available at this time.